Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette locked but not latched error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 8/1/2025. Received one device. Visual inspection found no damage. Customer complaint of a cassette locked but not latched confirmed through latch lock test. Replaced latch lock mechanism. Performed latch lock test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.